Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is reported to have suddenly lost hearing sensation with the device on the (B)(6) 2018. No trauma or accident is reported. Reimplantation is considered but not yet scheduled.

Manufacturer narrative:
According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Event description:
The user is reported to have suddenly lost hearing sensation with the device on (B)(4) 2018. No trauma or accident is reported. External parts have been checked and found functional. No redness or swelling at the implant site. Reimplantation is considered but not yet scheduled.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user is reported to have suddenly lost hearing sensation with the device on (B)(6) 2018. No trauma or accident is reported. External parts have been checked and found functional. No redness or swelling at the implant site. The user has been re-implanted.